Event description:
Patient was undergoing an exploratory laparotomy and bowel resection. The patient had numerous adhesions as well as a stricture in the bowel area. While performing the bowel resection, the surgeon noted the endoscope capsule that was lodged in the intestines. The patient had undergone a previous endoscopic procedure recently . The capsule had become embedded in the bowel and the bowel had become necrosed.